Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. During a recent follow-up visit, the estimated battery longevity showed 1 year remaining. It was noted that all threshold and impedance measurements are appropriate, with no alerts recorded. This device currently remains implanted and in service. No adverse patient effects were reported.